Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The root cause for the failure was an open connection between pins 9 and 10 in trunk connector. The open pins caused the communication issue. The root cause for the open pins was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.